Manufacturer narrative:
A review of the manufacturing paperwork will be conducted when device info is obtained.

Event description:
The pt was treated for a descending aortic aneurysm with the gore excluder aaa endoprosthesis. The pt presented with an endoleak and the physician chose to re-intervene. In 2006, the re-intervention took place and a bare metal stent was placed in the proximal end of the gore endoprosthesis. This did not resolve the endoleak and another re-intervention will be scheduled, date to be determined.